Event description:
In 2008, in the patient's home, the oxygen concentrator (device #1) was allegedly found by the patient's son and spouse not working well. The patient was found discolored and family members placed the patient on 100 percent oxygen from a cylinder but patient died shortly later. Hospice nurse was called and made home visit where this was told by the family members. Hospice nurse contacted the facility and spoke rep, and advised them of the incident as well as the family's concerns. Safety manager contacted the facility and reported this incident once again and was informed of all the equipment information concerning this device.